Manufacturer narrative:
Hamilton medical ag has not recieved the device for investigation. However, the power supply was exchanged and the device functioned as intended. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: alarm "loss of external power'. No patient involvement.